Manufacturer narrative:
The reported events were helix mechanism issue and helix damage. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of helix damage was not confirmed. Visual and x-ray examination of the helix did not find any anomalies at the helix region. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During the implant procedure, the helix of the right ventricular (rv) lead failed to rotate. Rv lead helix damage was visually noted. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.